Manufacturer narrative:
Date explanted: not applicable as the iol remains implanted, therefore not explanted. The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the tip of pre-loaded diu375 cartridge was damaged/cracked and delivered lens through another cartridge. There was patient contact with the device however there was no patient issues. The diu375 iol is not available for return as it was implanted into the patient's operative eye.